Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/18/2025, the user reported that their ilet bionic pancreas displayed repeated ¿unable to proceed¿ messages during the rewind phase of a supply change. The user confirmed no cartridge was present and no visible debris was observed. The user contacted support, who initiated a replacement request. No hospitalization or injury was reported.